Manufacturer narrative:
(B)(4). There is an investigation ongoing into this reported complaint. A supplement follow-up MDR report will be submitted with the investigation results upon completion of the investigation.

Event description:
It was reported by the clinical support specialist (css) that the staff was unable to print strips from the pump. The staff tried changing the paper, turning the paper rollover, and leaving a little bit of the roll hanging out when they closed the door. The printer light lights up when the printer key is pressed. The staff cycled the pump's power; however, the printer still did not print. As a result, the pump was swapped out, and the reported pump was sent to biomed. There was no report of delay in therapy. There was no report of patient complications, serious injury or death.

Event description:
It was reported by the clinical support specialist (css) that the staff was unable to print strips from the pump. The staff tried changing the paper, turning the paper rollover, and leaving a little bit of the roll hanging out when they closed the door. The printer light lights up when the printer key is pressed. The staff cycled the pump's power; however, the printer still did not print. As a result, the pump was swapped out, and the reported pump was sent to biomed. There was no report of delay in therapy. There was no report of patient complications, serious injury or death.

Manufacturer narrative:
(B)(4). No iabp part or recorder strip was returned to teleflex chelmsford for investigation. The reported complaint of unable to print a strip is not able to be confirmed. The root cause of the complaint is undetermined. A device history record (DHR) review was conducted for the lot number with no relevant findings. The device passed all manufacturing specifications prior to release. Teleflex assessed the risk for the reported complaint. There are no new or revised risk. This will be monitored for any developing trends.